Event description:
Kimberly-clark received a report from (B)(6), stating "introducer kit involves an introducer sheath consisting of an outer peel-away sheath and 3 inner dilators that are introduced over a 0.035-inch guidewire in a co-axial manner. Once the whole sheath was introduced into the stomach, only the outer and the very inner dilator could be removed (probably because of a sheath kink at the entry point - the patient had another gastrostomy tube placed previously and scar tissue around the entry point). Finally, the 2 inner dilators (measuring approx 3-4mm wide by 15cm long) were left in the stomach and the gastrostomy tube was successfully inserted over-the-wire." The dilators were left in the patient to pass naturally. Two x-rays taken on (B)(6) 2012 did not show the dilators to be in the abdomen. The patient is reported to be doing well. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Based on the lot number provided, the device history record was reviewed and documented that the product lot met all manufacturing specifications. No other complaint reporting the same failure and involving the reported lot number have been received by kimberly-clark. The reported device was not returned for analysis, and no pictures/images were provided. Based on the data available, we were unable to determine a root cause for the reported incident or for the "sheath kink" that was referenced in the report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.